Manufacturer narrative:
The post-operative radiographs show a paragon 28 anterolateral distal tibia plate placed according to the surgical technique guide. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2020 that utilized paragon 28 gorilla plating system. The right, 17 hole anterolateral distal tibia plate was reported broken post-operatively. A revision surgery was conducted on (B)(6) 2021.